Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s ilet pump did not complete pairing with a dexcom g7 continuous glucose monitor (cgm) sensor, with the pump remaining in ¿pairing with sensor¿ and support included troubleshooting, including toggling settings and re-entering the sensor pairing code, and the user was informed of the expected pairing period. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. Investigation included guided user troubleshooting and confirmation of correct sensor code entry. Investigation of this case revealed an initial communication or configuration issue between the pump and cgm sensor that resolved after settings were adjusted and the pairing code was re-entered. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup interference during cgm pairing resolved with standard troubleshooting.